Event description:
Procedure: inguinal hernia repair. Reportedly, a metallic pin from the locking collar assembly disengaged from the trocar and fell into the pt's umbilicus. Another instrument was used to complete the procedure and there was no injury to the pt reported. They used another instrument.